Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the buttons were underresponsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was fully intact with no damage or peeling. The keypad buttons responded appropriately during testing. The keypad cover was removed and evidence of moisture was found on the keypad flex. No evidence of contamination was found on the key contacts. The complaint was not duplicated during testing. Unrelated to the original complaint, the battery compartment was found to be cracked.